Event description:
Add'l info rec'd from MFR 11/14/02: lifecore submitted medwatch report number 2184002-2002-00032 on october 17, 2002 to the FDA MDR reporting office, in reference to info provided by the surgeon regarding this event. This file corresponds to the lifecore complaint file number h02-000079. A copy of this initial medwatch report has also attached for reference. The info initially reported to lifecore indicated the event occurred ten days after the initial procedure. This info was incorrect according to the info by mw1026152. A follow-up report will be filed to correct the info provided in the initial report lifecore filed. Based on the info available, the contribution of intergel cannot be ruled out. The device was not retrieved for evaluation.

Event description:
Pt received gynecare intergel in 2002, the next day went to ER and pt diagnosed with chemical peritonitis. Pt had surgery the next day to remove the gel. Pt discharged 4 days later.